Event description:
During a thrombectomy procedure two retrievers were successfully used in the occluded m1 segment of the left middle cerebral artery (lmca). It was reported that a CT scan revealed a high density area suggesting a hemorrhagic infarction. The patient remained in stable condition; however a sudden decrease in consciousness level occurred approximately 24 hours post procedure. CT scan confirmed a slight subarachnoid hemorrhage and low density area around the lmca and posterior communicating artery (pca) region accompanied by remarkable mass effect suggesting re-occlusion of the internal carotid artery. The patient died one day post procedure. The relationship between the patient's outcome post procedure and devices used is unknown.

Manufacturer narrative:
The subject device is not available; therefore analysis cannot be performed. From the information available, there is no indication that the reported event is related to product specifications nonconformance or misuse. There is also no indication that the subject device malfunctioned. However, stroke, hemorrhage and patient outcome of death are known risk associated with endovascular procedures and noted as such in the directions for use (dfu). Therefore, a root cause of anticipated procedural complication has been assigned to this event.

Event description:
During a thrombectomy procedure, two retrievers were successfully used in the occluded m1 segment of the left middle cerebral artery (lmca). It was reported that a CT scan revealed a high density area suggesting a hemorrhagic infarction. The patient remained in stable condition; however, a sudden decrease in consciousness level occurred approximately 24 hours post procedure. CT scan confirmed a slight subarachnoid hemorrhage and low density area around the lmca and posterior communicating artery (pca) region accompanied by remarkable mass effect suggesting re-occlusion of the internal carotid artery. The patient died one day post procedure. The relationship between the patient's outcome post procedure and devices used is unknown.

Manufacturer narrative:
Subject device is not available.